Event description:
A report was received that the stimulation was painful and that the patient felt pain at the implant site after the stimulation was turned off. The patient applied ice at the site, but she continued to feel increased pain at the area of the ipg and was not able to control the pain. The patient was given with butrans patch and pain injections. The patient underwent an explant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, serial/lot #: (B)(4), description: clik anchor (set of 2). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.